Event description:
It was reported that the male patient received a second arrow cannon chronic dialysis line in the operating room on (B)(6) 2011. During his dialysis session on friday, (B)(6), the staff noticed that the arterial extension line was leaking. They notified the physician, who in turn requested a catheter hub repair kit. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.